Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, coronary protection was used in the left coronary artery as the risk of coronary occlusion was determined to be high. Following implant, angiography indicated adequate blood flow of the coronary arteries and the procedure was completed. One day after implant, ultrasound indicated asynergy and an abnormality was identified on an electrocardiogram (ECG). Angiography was performed and indicated a left main trunk stenosis. Subsequently, a stent was implanted in the left main coronary artery and blood flow was restored. It was suspected that the occlusion was caused by calcification adhered to the native valve leaflets near the ostium of the coronary artery. No additional adverse patient effects were reported.